Event description:
It was reported that during a procedure to pre-dilate a moderately tortuous, moderately calcified, concentric, 90% stenosed, de novo lesion in the distal right anterior descending coronary artery (rca), a trek 2.5x12mm balloon dilatation catheter (bdc) met resistance on advancement then would not inflate on the first inflation at a pressure of 8 atmospheres. The physician confirmed contrast was leaking from the balloon under fluoroscopy. No force was applied during advancement of the bdc. No resistance was met on removal of the device from the anatomy. A non-abbott balloon dilatation catheter was used to pre-dilate and a non-abbott stent was deployed to successfully complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: axess. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.